Event description:
Had sciton bbl treatment to treat mild pigmentation and broken capillaries around nose. Procedure performed in the office of dr. (B)(6) of (B)(6) by rn. During treatment, I commented several times that laser felt extremely hot. I quoted "I feel like you're melting my face." Following treatment, I had to sit in my car for about 30 mins before I could drive. The burning pain was so intense. The following day, I had red striping all over my face. I was horrified, so I went into the doctor's office for eval and treatment. Dr. (B)(6) refused to see me. I was told that she was too busy. I was told she was shown pictures of my face, and that she said I would be fine. I was sent home with samples of steroid cream. Now five weeks post procedure, I have scarring all over my face. Half of my eyebrow was burned off. Lines and wrinkles are appearing out of nowhere. I still have burning sensation all the way to my cheekbone. Indentations on top of cheekbones and hollowing under eyes. Painful to move eyes from side to side possibly due to muscle damage around eyes. Still swollen. Date of use: (B)(6) 2011.